Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing near the luer lock. The customer's blood glucose level was 141 mg/dl. The customer successfully removed the air from the tubing using the fill tubing process.